Manufacturer narrative:
Mml reference #: (B)(4).. B2 other - infection. (B)(6) stimulation lead manufacture date: 04/18/2023.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024, due to the incision site breaking open and appearing red, swollen, and bleeding. The device was explanted four days later because the patient was on a blood thinner (plavix). A deep culture of each incision and site was taken, confirming the patient was positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with intravenous antibiotics until discharge.

Manufacturer narrative:
Mml reference #: (B)(4). B2 other - infection. 8145 stimulation lead manufacture date: 04/18/2023. We received information that the device will not be returned for analysis. The hospital discarded it because the patient had mrsa. The device manufacturing record was reviewed. No non-conformances were found that could have contributed to the infection.

Event description:
It was reported that the patient was admitted to the hospital on april 8, 2024, due to the incision site breaking open and appearing red, swollen, and bleeding. The device was explanted four days later because the patient was on a blood thinner (plavix). A deep culture of each incision and site was taken, confirming the patient was positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with intravenous antibiotics until discharge.